Manufacturer narrative:
The returned device had the cannula assembly deployed. The download data returned an 0x6a alarm. Timeouts were noted, however, fluid was able to exit the fluid path without signs of struggle and no evidence was found that would result in timeouts occurring during runtime; a root cause for the alarm could not be determined. The tip of the formed needle was found exposed in the visible portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod generated an hazard alarm after wearing the pod between 24 and 36 hours on the arm. It was also noticed that the adhesive pad was coming loose and tearing away from the pod.